Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system had dcps failure. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that there was no output from pdu dcps. The fse also found other issues such as gen can error, geo, collimator related errors, communication errors, etc. And the system was powered on but there was no geo movement, no xray exposure and fse confirmed that all the issues are related to the defective pdu dcps. To resolve the issue, the fse replaced the pdu dcps. The defective part was sent for analysis, for pdu dcps malfunction was observed without conclusive findings. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's dc power supply failed, impacting geometry and imaging. No harm was reported to philips. Philips has started an investigation of this complaint.